Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced an infection and soft tissue at implant site. The device was explanted on (B)(6) 2024, and there are no plans to reimplant the patient with a new device as of the date of this report.